Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the pump set leaked at the cartridge during feeding.

Manufacturer narrative:
H 3: evaluation summary the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One used sample was received at the manufacturing site for evaluation. Visual and functional evaluation was performed, and a detached line from the cassette was found. The root cause will be related to the manufacturing/production process; however, this failure mode does not represent a marked trend for this part number so no formal investigation will be issued. This complaint will be closed with no further action and will be used for tracking and trending purposes.